Event description:
The manufacturer received information alleging a ventilator's ac inlet connector was broken. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation. The device's ac inlet connector was replaced to address the customer's complaint. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue.